Event description:
The iab was surgically inserted into the patient. After iabp for 1 1/2 hours, the iab leaked. Blood was noted in the catheter and the iab was removed. A second iab was inserted into the patient. (Event complications: none from the event - reported 2/11/1998.) (Pt's current status: o.k. - rpt'd 2/11/1998.)